Event description:
From staff: physician was suturing the uterus closed when the needle came off the end of the suture. The needle fell off inside the uterus, physician had to reach in and find the needle. The needle was recovered, and packaging saved. The suture remained in the uterus. All counts were correct. From operative report: halfway through the hysterotomy repair, the ctx needle popped off the suture. The needle was retrieved, and the suture was tagged. A second suture was anchored at the right aspect of the hysterotomy, and a running locked stitch was placed until it overlapped the suture coming from the left apex.